Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The crw precision arc system (crwprecise) was used with the neurosight arc (st1000) for a sterotactic guided depth electrode placement procedure. It was reported that the planned angles resulted in a collision between the crw slide and the right anterior headring post. The neurosight arc alerted the user to check the 3d image. The length of time the product was in use before the problem occurred was 8 hours. There was a 30 minute delay in surgery. There was no injury to the pt. The user switched the "crw assembly from a probe carrier posterior to anterior to clear the collision". The procedure was completed without any incident.